Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of outer case damage to the power module was confirmed via evaluation of the returned power module (B)(6) at the pleasanton service depot center and the submitted photograph of the damage. The account submitted a photograph for review, revealing damage to the bottom housing of the power module near the alternating current (ac) power socket. This damage was consistent with observations of the power module after it returned to the pleasanton service depot. A purchase order was requested but was not provided by the account. The power module was returned to the customer in unrepaired condition, labelled "not for human use." Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this investigation. Incidental findings: the streamline battery clip detent tab was sheared, the rubber feet were deteriorated, the handle overlay silent button had a tear, the battery bracket was corroded, and the battery door had battery acid stain. The device history records were reviewed for the power module (serial #: (B)(6) and the power module was found to pass all manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate ii IFU (rev. C), section e - "safety checklists", provides checklists to perform routine maintenance of the equipment, including the power module and power module backup battery. The heartmate ii IFU, section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. C), section 6 - ¿equipment maintenance¿, explain how to properly care for all the equipment to prevent damage. The heartmate power module IFU (rev. C) (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. The patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the outer case of the left ventricular assist device (lvad) power supply was damaged. Because of this damage, it was not able to properly hold the power cord in place.